Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. Vascular access was obtained via radial artery. The 30 mm x 2.75 mm, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degree bend. The lesion was predilated with a 2.5 mm unspecified balloon catheter. A 2.75 x 32 mm promus element stent delivery system was selected to treat the lesion but was unable to cross. The physician withdrew the device and changed to medication. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Struts on the proximal half of the stent were damaged and stretched for a distance of approximately 15 mm so the stent was located 5 mm over the proximal markerband and measured 39 mm in length. The distal end of the stent was still in place. This type of damage is consistent with the stent meeting resistance upon advancement. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).